Manufacturer narrative:
Product event summary: a controller with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; the root cause of bent socket pins is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after attempting to change controllers for unclear reasons but potentially due to a damaged pin in the power port. The patient and wife had difficulty with changing controller and the patient was found down by emergency medical services (ems) with the ventricular assist device (vad) not running. Ems was able to connect the controller and get the vad running again. Per logfiles, vad downtime appears to be roughly 18 minutes. Upon inspection at the hospital a bent pin was noticed on the original controller. It is unclear if the bent pin was the cause of the attempted controller change or caused by the patient during the controller exchange while struggling to make connections. Patient was issued a new back-up controller. The patient had altered mental status/confusion and respiratory dysfunction requiring protective intubation. The patient was eventually cleared and able to be discharged. The ventricular assist device (vad) remains in use. No further patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.